Manufacturer narrative:
Device evaluation by manufacturer: a visual examination of the device found that the returned balloon showed evidence of being inflated with blood in the balloon and shaft. An attempt was made to inflate the balloon to its rated burst pressure when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak at the proximal end of the blades. In addition, a 1.5mm section of one of the blades was detached, 3.5mm from the proximal to the distal end of the blade. The pad of the blade was fully bonded to the balloon surface. The detached blade segment was not returned with the device. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a mildly calcified unspecified vessel. The physician used a 10mm x 2.75mm flextome cutting balloon and the balloon ruptured. The procedure was completed with another of the same device . No patient complications were reported and the patients' status is good. However device analysis revealed a 1.5mm section of a blade was detached and was not returned with the device.